Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the pump was able to rewind, load and prime successfully. A review of the pump history did not indicate that loss of cartridge detection had occurred. Unrelated to the event the display lens was found to have a leak. Moisture was observed under the display lens, and the display was found to have a red tint.

Event description:
The patient stated that the pump did not detect the cartridge on the load step. There was no evidence of misuse of the product and the issue was not resolved through troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.